Manufacturer narrative:
(B)(4): the glass cap shows a circumferential fracture at distal side of fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits mild detritus adhesion on the metal surface. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Manufacturer narrative:
(B)(4). Refers to a potential for forward-firing of the side-firing surgical fiber; a code request has been submitted.

Event description:
It was reported that three fibers failed for the same reason aiming beam fires straight out of fiber cap. The first fiber failed at 47,716 joules, second fiber at 19,405 joules, and the third fiber at 2879 joules. The procedure was completed with the fourth fiber at 43000 joules with a total 113,000 joules and 29:13 minutes of usage. Patient outcome: no injury to the patient was reported. This event is for first fiber.